Event description:
It was reported an angio-seal was deployed without difficulty in a thin pt. The user stated the collagen remained exposed above the skin following deployment; an attempt to trap the collagen under the skin was unsuccessful. The user made the decision to cut and remove the excess collagen at the skin level. Approx five minutes later a hematoma developed. Despite manual pressure, the hematoma expanded. A femo-stop was applied. A cat scan (c.t.) Confirmed the presence of a hematoma. The femoral pulse was palpable at the inguinal ligament; the hematoma started immediately below this and extended two-thirds of the way to the knee and extended out approx 4-5cm. Under general anesthesia, a right vertical incision was made and carried distally to enter and evacuate the hematoma. Approx 2,000cc of free blood, thrombus, and gelatinous material were removed. The arteriotomy was noted in the right lateral anterior aspect of the common femoral artery. The origin of the bleeding was controlled with direct pressure. The artery was irrigated with heparinized lactated ringers and the artery was closed. Flow was restored and pedal pulses were obtained with a doppler. Surgical was placed over the closure site and the deep tissue was closed. A drain was brought through the inferior margin of the hematoma and placed in the superior portion of the hematoma cavity. The skin over lying the hematoma had blistered. The opened blisters were excised and the wound closed. Zeroform gauze was placed over the blistered area. The pt was awakened and was transferred to the recovery room in stable condition and the pt was reportedly recovering. Post procedure, good doppler pulses of the dorsalis pedis and posterior tibial arteries were obtained.